Event description:
The patient was implanted with a left ventricular assist device (lvad). A device tracking form was submitted to the manufacturer indicating that approximately 2 years post-implant, the pump was exchanged. Additional information received indicated that the patient was admitted into the hospital on (B)(6) 2014 with shortness of breath and hemolytic urine. The technical parameters were normal; however, lab tests showed a high rate of hemolysis. It was also reported that the aortic valve opened with every beat; however, the pump did not properly unload the left ventricle. Therefore, a decision was made to exchange the pump. During the exchange it was reported that the pump was examined microscopically and the inflow conduit showed no thrombus. A deposition of fibrin was visible on the rotor blade.

Manufacturer narrative:
The manufacturer is attempting to acquire the explanted pump for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Visual examination of the returned pump revealed a thin, white lining along the lumen of the inlet tube. This lining was not obstructive and would not likely have contributed to the reported event. A report and photographs of the disassembled pump at the hospital were provided to the manufacturer and indicated a pale-colored, non-laminated deposition on the inlet side of the rotor. Specific details regarding the size and adherence of this deposition could not be determined by the photograph alone. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it could have contributed to the patient¿s elevated ldh and hemolysis. A photograph of a deposition wrapped around the rotor¿s bearing ball was also included in the hospital's report. This deposition appeared to have dislodged from the proximal surface of the motor capsule that interfaces with the distal side of the inlet stator/housing. Its lack of lamination and denaturation suggest that it was not likely present around the bearing ball while the pump was supporting the patient. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions. The data retrieved from the testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.